Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an epidural hematoma following an implant procedure. Symptoms of tingling and numbness were noted. It was also reported that the patient was admitted to the hospital. The physician felt that hematoma was not device related and that the cause was unknown. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-50 serial#: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an epidural hematoma following an implant procedure. Symptoms of tingling and numbness were noted. It was also reported that the patient was admitted to the hospital. The physician felt that hematoma was not device related and that the cause was unknown. The patient underwent an explant procedure.